Event description:
It was reported via repair work order that the foot end lift was stuck elevated due to the foot end potentiometer being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.